Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the mp5's in the pacu were showing conflicts, and the surveillance was in reconnect mode. Per communications with the field service engineer (fse), (B)(6), it was determined to be related to the 2018 adt reboot issue. There was no patient incident.